Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: during splenic embolization, the coil deployed upon itself. The coil stretched and strung out on its own outside of the catheter and was dangling freely in the body where it should not have been. The staff had to snare it out of the body to eliminate the chances of the defective coil from migrating elsewhere. The same size coil was used and deployed with no issues prior to this coil malfunctioning. For case completion, the staff was able to embolize the vessel being treated and the patient was ok post procedure.